Event description:
It was reported by the rep that pt appeared to have a routine laparascopic gastric bypass performed. Some days post-op pt was sick and had to be re-operated. It appeared, per the surgeon, that the staple lines on the pouch side were leaking gastric contents. Surgeon oversewed staple lines to complete the case. Pt is fine now.